Event description:
A male patient was involved in a cto of the prox and mid lad. The physicians wired the diagonal branch with a sion blue guidewire and then insert a sasuke to wire the lad. The lad was chronically total occluded so they used a mongo wire to cross into the lad. They were able to easily pass the lesion and proceeded to balloon and stent the lad. During the procedure nothing was out of the ordinary. When they pulled the sion blue wire back, they saw two dots that looked like a marker from a device. They were able to determine that the sasuke tip fractured or broke off and went distal. Currently the tip of the sasuke device is sitting in the distal tip of the lad at the apex of the heart.